Event description:
It was reported that the patient was having symptoms and presented to an in-clinic follow-up. It was noticed the device recorded approximately 19000 rhythmiq events, so this feature was turned off. It was also noted that the right ventricular (rv) pacing increased and there are pacemaker mediated tachycardia (pmt) episodes recorded. In addition, there are atrial tachy response (atr) episodes showing far-field oversensing. Technical services (ts) reviewed the device data and it was discussed the pmt episodes are possible false positive due to tracking sinus tachycardia. The atr episodes were confirmed to exhibit far-field oversensing in the atrial channel, and the right atrial (ra) sensitivity was adjusted. Further re-programming recommendations were provided. The implantable cardioverter defibrillator (ICD) remains in service. No adverse patient effects were reported.